Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system control unit (scu) needed to replaced. The system then passed the system checkout and was found to be fully functional. The scu was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the returned scu would not power on. The event log showed a scu connection failure. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the amber fault light on the camera of the navigation system was illuminated. It was reported that the navigation system tracked instruments without issue. The ndi configuration utility was opened and there was a connection fault with the polaris spectra system control unit (scu). The connection to the router was fully seated into l5. It was noted that the hostname/ips on the router, wifi and scu were all red. Unplugging the ethernet connection only displayed the unavailable status but did not update the host name or ips to be unavailable. The navigation system was able to ping the ip address on both the firewall and endpoint, but not the scu. There was no patient present when this issue was identified. No additional information was provided.